Event description:
It was reported that during the initial implant procedure, loss of capture and high pacing impedance were noted on the left ventricle (lv) channel. The device and lv lead remain implanted and in use. The patient was in stable condition.